Event description:
It was reported by the patient that due to heart block, the device was not programmed appropriately to handle upper rate limits. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).